Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of four. The patient was connected at the time of the alarm. The patient stated it seemed as though the cassette was leaking since there was solution coming from the homechoice door. The patient did not notice any obvious damage to the cassette when taking down the set up. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.